Event description:
It was reported that the sharp end of the instrument broke off in the patient's bladder and was not found. There was no reported injury to the patient and the scheduled operation was completed without delay.

Manufacturer narrative:
The customer has complained about a hook electrode 862309, which came loose during use in the bladder. No further information is available on the type of generator used, settings, duration of use, combination instruments, etc. The hook electrode bipo 22-26fr 12/30° type 862309 comes from batch 1386230 and was added to the new goods warehouse on june 15, 2018, in a batch size of 59 pieces. The production schedule was checked, and no abnormalities were recorded. The delivery to the customer was made on (B)(6) 2018. The hook electrode 862309 was investigated by the department responsible, and it was found that the distal hook was missing because it was fused. The microscope image shows a crater-shaped break in the distal hook. Only very slight thermal discoloration is visible. The product labeling is only faintly visible. No further damage is visible. The changes visible on the electrodes indicate mechanical and/or thermal-electrical overloads. Based on the information available, no definitive conclusion can be drawn as to the exact cause of this overload. The condition of the electrode labeling suggests that the electrode has been reprocessed several times and may have been used multiple times. The following causes may be responsible for the failure or damage: excessive force applied by the user can lead to mechanical failure of the hook. The user is therefore instructed in the operating instructions to keep the force applied low. The corresponding risks are listed and assessed in risk assessment b2-3.2025 05 08 qm7000245671 hook electrode 862309 of the electrode labeling when used with hf current system-related signs of aging occur on the application part (in this case, the hook). This wear depends on many factors, such as the type of hf generator, the hf generator setting, tissue contact, duration of use, etc. If the electrode is used multiple times, the user is advised to check it before and after each use and to discontinue use if necessary. Excessive power settings on the hf generator can cause wear and tear within a single application, which can ultimately lead to breakage of the application part. The user is therefore advised in the instructions for use to keep the power setting low and avoid continuous activation. When using new hf generators, the optimum power settings. Corresponding information is contained in the ga-d342 / en / 2021-03 v16.0 / pk20-0295 instructions for use for the product: chapter 7.2.4 provides information on the rf power to be set. Damage to the product and significantly higher electrode wear may occur if the power setting is too high. This chapter of the ga-d342 recommends starting with a low power setting and adjusting it according to the operator's experience/the surgeon's training with regard to the indication. Power setting to be selected. The evaluation of the information available from the user indicates that there is no direct risk to patients. The instructions for use ga-d342 described in chapter 7 and 8 that a visual and functional check must be carried out before and after each use. Instruments or incomplete instruments with loose parts must not be reused. In addition, the settings and recommendations for the operator are adequately and completely described in this ga-d342, 7.2.4 hf application warn risk of injury from hf instruments with damaged insulation! The insulation of reprocessed or aged products may be damaged, resulting in thermal tissue damage to the patient and user. Replace hf instruments with damaged insulation and do not use them again. Warning risk of injury if the hf instrument is not within the operator's field of vision! Unintentional tissue damage and damage to the distal end of the endoscope and to the instrument parts are possible. Use hf instruments within the specified specifications (voltage resistance, operating mode). Only activate hf instruments when the hf current-carrying part is fully visible in the field of view of the endoscope and the intended area of application is in contact. The risk is known in risk management (b2-3 rev.04), is classified as acceptable, and the risk-minimizing measures are considered effective. It does not affect other persons, users, third parties, goods, or the environment. The risk arose due to at least one of the following causes: user error regarding the instructions for use, deviation from the intended purpose, improper use, incorrect cleaning or sterilization, incorrectly completed accompanying documentation, or other violations of laws, standards or specifications of richard wolf gmbh that were mandatory.